Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer's blood glucose reading was 142 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they received a no delivery alarm followed by a motor error alarm. Customer advised the drive support cap appeared to be sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No motor error alarm or no excessive no delivery alarm during testing. The insulin pump was received with normal operating currents. Also passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.